Event description:
During follow-up, the device misdiagnosed supraventricular tachycardia (svt) as ventricular tachycardia (vt) resulting in inappropriate atp. The device was reprogrammed to resolve the issue. The patient was unaffected by the event and was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device misdiagnosed supraventricular tachycardia (svt) as ventricular tachycardia (vt) resulting in inappropriate atp. Technical support suggested device reprogramming to resolve the issue. The patient was unaffected by the event and was in stable condition.